Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and a cause for the reported loss of fluid column could not be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was advanced to the mitral valve; however, after the dilator was retracted, loss of fluid column was observed. Troubleshooting was performed, but there was still a leak. Additional aspirations were performed to prevent air from entering the patient. The sgc was removed, and the procedure continued with a new sgc. Air did not enter the patient. Two clips were implanted, reducing mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.